Manufacturer narrative:
Film evaluation results are: review of CT¿s 14 years post-implant revealed that an aneurx stent graft system was implanted in the patient. The bifurcate had migrated into the sac and there was a proximal type I endoleak. The bifurcate aortic body od measured 29mm. The bifurcate had folded over itself at the flow divider, approximately 10cm below the renal arteries, and the contra/left limb was 100% occluded beginning at the flow divider extending to the left iliac bifurcation. Distal flow resumed into the left external iliac and left internal iliac arteries. The right/ipsi limb and vessels distal to the right limb were patent. The proximal neck diameter just below the renals measured ~27mm, and the infrarenal neck was angulated ~50 deg a-p; relative to the iliac limbs. The maximum aaa diameter measured 7cm. No other issues were observed. The exact cause of the stent graft migration into the sac, leading to the proximal type I endoleak and aaa expansion, could not be determined. The anatomy at implant is unknown, and earlier post-implant images were not available for review and comparison. It is possible that disease progression (neck dilatation) and aneurysm morphology changes may have contributed. The cause of the left limb occlusion is unknown; however, it is possible that the stent graft kink seen at the bifurcate flow divider may have closed down the contra limb lumen which led to the limb occlusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in length dissection. Currently, the proximal neck measured 25 mm to 26.3 mm in diameter and the diameter of the aneurysm measured 69 mm in diameter. It was reported that a CT, conducted thirteen years and eleven months post index procedure, revealed that the stent graft had migrated to 10 cm below the right renal artery resulting in a type I endoleak. The left limb of the stent graft was also occluded. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.